Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
During a revision procedure the locking ring bent. It was reported that the correct surgical technique was not followed. No patient injury or significant delay in the procedure was reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Updated: patient date of birth : (B)(6). Surgeon: (B)(6),

Manufacturer narrative:
Device was not returned and the complaint was unable to be confirmed. Device history records were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint histories determined that no further action is required. Sales representative relayed that the assembly method technique was not followed, however without the ability to evaluate the product, it is unable to be determined if this was the cause of the reported issue. Root cause cannot be definitively determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The tibial tray was still implanted however a new locking ring was implanted to replace the bent locking ring. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03429 / 02500).

Event description:
During a revision procedure the locking ring bent however this did not cause patient injury or a significant delay in the procedure time.